Event description:
The customer observed falsely elevated results for multiple assays on the architect c8000 processing module. The following example was provided. Sid (B)(6). Sodium: 165, repeat 134 meq/l, potassium: 5.8, repeat 4.2 mmol/l, chloride: 138.6, repeat 101 mmol/l, creatinine: 0.56, repeat 0.78 mg/dl, total bilirubin: 11.47, repeat 0.7 mg/dl. Normal ranges: sodium: 135 - 145 meq/l, potassium: 3.6 - 5.2 mmol/l, chloride: 98-107 mmol/l, creatinine: 0.720 - 1.250 mg/dl, total bilirubin: 0.20 - 1.20 mg/dl. The falsely elevated results were not reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the instrument and observed a split in the high concentration waste (hcw) peristaltic pump tubing. The fsr resolved the issue by replacing the tubing. No additional discrepant result issues have been reported since the tubing was replaced. The instrument service history review revealed zero (0) additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. The architect c8000 erratic result rates were within acceptable limits with no trends identified. Device history record review did not show any potential non-conformance's, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.